Manufacturer narrative:
Technical services advised that the device follow-up intensify to monthly. No adverse patient effects have been reported. At this time, no additional information is available and records indicate that this device remains implanted. If additional information becomes available, this event will be updated. The device was subsequently explanted for an unspecified reason nearly ten years after the initial observations were reported. Upon receipt at our post market quality assurance laboratory, the device was interrogated and a memory download was unable to be performed, as telemetry could not be established due to a lower than expected battery voltage. The device case was opened and an external power supply was connected. Electrical measurements were performed which verified no high current conditions were present. Pacing, sensing and defibrillation functions were verified. The cause of battery depletion could not be determined as the device operated normally during the analysis. This device is included in the mid-life display of replacement indicators advisory population.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD), which was part of the shortened replacement window advisory, originally communicated (B)(6) 2007, had a monitoring battery voltage of 2.65 v after 22 months of implant. Subsequent information indicated that the monitoring voltage was 2.58 after 28 months of implant.